Manufacturer narrative:
The actual device was not available; however, two photographs of the sample were provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the photographs was performed with the naked eye. The provided images show an eva tpn bag filled with white opaque solution, and a bead of the solution can be seen on the exterior of the bag along the lower right edge. The reported condition was verified based on photographic analysis. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml exactamix eva tpn bag had leaked at the edge of the bag. This event occurred during use of the device. There was no patient involvement. No additional information is available.